Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4) - [(B)(4)].

Event description:
It was reported in a journal article that out of the 37 revision cases (involving 36 patients), whereby 12 revitan stem (zimmer) were implanted, 6 patients had radiolucent lines.

Event description:
Investigation of the complaint showed that the mentioned radioluscent lines reported in the journal article (ref# the journal of arthroplasty 33 (2018) 1481-1486) were observed at the acetabular cup, not at the stem. Complaint, recorded under the reference: (B)(4) in our system, will be voided. Please void the associated report from your system.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: if follow-up, what type: correction: date of report, event, PMA/510k. Investigation of the complaint showed that the mentioned radioluscent lines reported in the journal article (ref# the journal of arthroplasty 33 (2018) 1481-1486) were observed at the acetabular cup, not at the stem. Complaint, recorded under the reference: (B)(4) in our system, will be voided. Please void the associated report from your system.